Event description:
This is a spontaneous case report received on 27-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2014 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy on or around (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering that essure removal was required, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: ptc investigation result received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and had to undergo surgical removal of the device or a hysterectomy. Upon follow-up receipt, the event was changed to severe pelvic pain when not menstruating (pelvic pain) amongst non serious events. Plaintiff underwent hysterectomy and bilateral salpingectomy with removal of essure, two years after insertion. Pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, causality between the event and essure use cannot be excluded. This case was regarded as incident, as surgical intervention was required. Additionally, non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pelvic pain / chronic pelvic pain/ pain/pain") and genital haemorrhage ("heavy and irregular bleeding / heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. B76534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2006), alcohol use (current some day), tobacco user (current some day ½ ppd.), appendectomy in 1985, cesarean section in 2006, spontaneous abortion in 2006 and uterine dilation and curettage (aspiration curettage following delivery or abortion: preformed by: 2006) in 2005. Previously administered products included for birth control: minastrin. Concurrent conditions included menses lack of (since mar2014.) And retroverted uterus. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2014 and ethinylestradiol;norethisterone acetate (minestril) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)/menstruation pain"), migraine ("migraines/migraines"), headache ("migraines/migraines / headaches/head pain"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue / fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight gain/loss: weight loss"). In 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain/ severe cramping/lower abdominal pain"), back pain ("severe back pain/back pain"), anaemia ("anemia"), rash papular ("skin rashes and bumps/rashes or skin conditions (type: skin rash)"), contusion ("bruising"), rash pruritic ("itching/rashes or skin conditions (type:itching)"), weight fluctuation ("weight fluctuation/weight gain / loss"), abdominal pain ("abdominal pain/ abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal region pain constant severe"), uterine pain ("uterine pain") and skin disorder ("rashes or skin conditions (bumps)"). The patient was treated with surgery (robotic assisted vaginal total hysterectomy and bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, menorrhagia, dysmenorrhoea, abdominal pain, vaginal haemorrhage and uterine pain had resolved, the anaemia, migraine, headache, rash papular, contusion, rash pruritic, alopecia, fatigue, weight fluctuation, weight increased, skin disorder and weight decreased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash papular, rash pruritic, skin disorder, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient forced to undergo one or more surgeries to remove one or more of the essure coils. 4 coils on right 6 coils on left, pelvic pain most likely due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.667 kgs. Hysterosalpingogram - in (B)(6) 2014: results: full occlusion of fallopian tubes. Pathology test - on (B)(6) 2015: surgical pathology report showed uterus, cervix, bilateral tubes: in formalin is a symmetrically enlarqed uterus with attached cervix and both tubes. There are no ovaries. The specimen weighs 144 grams. It measures 9.0 cm from the as, 7.0 cm from side to side and 6.0 cm in ap diameter. The os was a circle 7.0 mm across. The serosal surfaces are smooth. Each fallopian tube averages 5.0 om and appears grossly normal. The endometrial cavity is of normal size and shape. The endometrial lining is smooth and delicate. As the myometrium is serially sectioned, there are no leiomyomas, however, the myometrium itself, is strikingly enlarged measuring up to 2.8 cm in thickness. A1 cervix; a2 endometrium; a3 thickened endometrium myometrium; a4 thickened myometrium; as gross sections of two fallopian tube.. Pregnancy test - on (B)(6) 2014: patient had performed hcg pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-may-2019: pfs recieved : outcome of the event "menorrhagia" was changed from unknown to recovered/resolved. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 7-dec-2016: report from other lawyers (new reporters), hysterectomy and bilateral salpingooophorectomy with removal of essure in (B)(6) 2016, events were specified including severe pain and bleeding during menstruation, prolonged cycles, anemia, severe, lower abdominal pain and cramping and pelvic pain when not menstruating, severe back pain, migraines, skin rashes and bumps, itching, hair loss, chronic fatigue, weight fluctuations, and bruising. Symptoms have mostly resolved, but some remain (unspecified). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and had to undergo surgical removal of the device or a hysterectomy. Upon follow-up receipt, the event was changed to severe pelvic pain when not menstruating (pelvic pain) amongst non serious events. Plaintiff underwent hysterectomy and bilateral salpingectomy with removal of essure, two years after insertion. Pelvic pain is anticipated in the reference safety information for essure. Pelvic pain may occur during essure therapy. Considering the plausible temporal relationship and the lack of alternative explanation, causality between the event and essure use cannot be excluded. This case was regarded as incident, as surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pelvic pain / chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding / heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain/ severe cramping"), back pain ("severe back pain"), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation"), anaemia ("anemia"), dysmenorrhoea ("severe pain during menstruation"), migraine ("migraines"), rash papular ("skin rashes and bumps"), contusion ("bruising"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation"), abdominal pain ("abdominal pain/ abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, menorrhagia, anaemia, dysmenorrhoea, migraine, rash papular, contusion, pruritus, alopecia, fatigue, weight fluctuation, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, rash papular, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: patient forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 04-oct-2017: event "vaginal pain", reporter lawyer added from summon. On 09-oct-2017: no new information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain"), back pain ("severe back pain"), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation"), anaemia ("anemia"), dysmenorrhoea ("severe pain during menstruation"), migraine ("migraines"), rash papular ("skin rashes and bumps"), contusion ("bruising"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight fluctuation ("weight fluctuation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2017, plaintiff underwent pelvic surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, menorrhagia, anaemia, dysmenorrhoea, migraine, rash papular, contusion, pruritus, alopecia, fatigue, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, rash papular and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event abdominal pain and genital bleeding added and essure removal date updated with (B)(6) 2015. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pelvic pain / chronic pelvic pain/ pain") and genital haemorrhage ("heavy and irregular bleeding / heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. B76534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2002, (B)(6) 2006). Previously administered products included for birth control: minastrin on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), fatigue ("chronic fatigue / fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain/ severe cramping"), back pain ("severe back pain"), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation"), anaemia ("anemia"), dysmenorrhoea ("severe pain during menstruation"), migraine ("migraines"), rash papular ("skin rashes and bumps"), contusion ("bruising"), pruritus ("itching"), weight fluctuation ("weight fluctuation"), abdominal pain ("abdominal pain/ abdominal pain") and vulvovaginal pain ("vaginal pain / vaginal region pain constant severe"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and vulvovaginal pain was resolving and the genital haemorrhage, abdominal pain lower, back pain, menorrhagia, anaemia, dysmenorrhoea, migraine, rash papular, contusion, pruritus, alopecia, fatigue, weight fluctuation, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, pruritus, rash papular, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 19-feb-2018: pfs received, lot number added, indication updated, patient historical condition and historical drug added,event added - weight gain. Outcome for event pelvic pain and vulvovaginal pain updated from unknown to recovering resolving. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pelvic pain / chronic pelvic pain/ pain/pain") and genital haemorrhage ("heavy and irregular bleeding / heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. B76534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2006), alcohol use (current some day), tobacco user (current some day ½ ppd.), appendectomy in 1985, cesarean section in 2006, spontaneous abortion in 2006 and uterine dilation and curettage (aspiration curettage following delivery or abortion: preformed by: 2006) in 2005. Previously administered products included for birth control: minastrin on (B)(6) 2014. Concurrent conditions included menses lack of (since (B)(6) 2014.) And retroverted uterus. Concomitant products included anovlar (loestrin) since (B)(6) 2014 and anovlar (minestril) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)/menstruation pain"), migraine ("migraines/migraines"), headache ("migraines/migraines / headaches/head pain"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue / fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain/ severe cramping/lower abdominal pain"), back pain ("severe back pain/back pain"), anaemia ("anemia"), rash ("skin rashes and bumps/rashes or skin conditions (type: skin rash)"), contusion ("bruising"), pruritus ("itching/rashes or skin conditions (type:itching)"), weight fluctuation ("weight fluctuation/weight gain / loss"), abdominal pain ("abdominal pain/ abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal region pain constant severe"), uterine pain ("uterine pain") and skin disorder ("rashes or skin conditions (bumps)"). The patient was treated with surgery (robotic assisted vaginal total hysterectomy and bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and uterine pain had resolved, the menorrhagia, anaemia, migraine, headache, rash, contusion, pruritus, alopecia, fatigue, weight fluctuation, weight increased and skin disorder outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: patient forced to undergo one or more surgeries to remove one or more of the essure coils. 4 coils on right 6 coils on left, pelvic pain most likely due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.667 kgs. Hysterosalpingogram - in may 2014: full occlusion of fallopian tubes on (B)(6) 2014, patient had performed hcg pregnancy test was negative and on (B)(6) 2015, surgical pathology report showed uterus, cervix, bilateral tubes: in formalin is a symmetrically enlarged uterus with attached cervix and both tubes. There are no ovaries. The specimen weighs 144 grams. It measures 9.0 cm from the as, 7.0 cm from side to side and 6.0 cm in ap diameter. The os was a circle 7.0 mm across. The serosal surfaces are smooth. Each fallopian tube averages 5.0 om and appears grossly normal. The endometrial cavity is of normal size and shape. The endometrial lining is smooth and delicate. As the myometrium is serially sectioned, there are no leiomyomas, however, the myometrium itself, is strikingly enlarged measuring up to 2.8 cm in thickness. A1 cervix; a2 endometrium; a3 thickened endometrium myometrium; a4 thickened myometrium; as gross sections of two fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), headaches, uterine pain were added. Outcome of events pelvic pain, back pain, lower abdominal pain, uterine pain, genital hemorrhage and vaginal hemorrhage were updated. Patient's medical history was updated, laboratory data was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating / pelvic pain / chronic pelvic pain/ pain/pain") and genital haemorrhage ("heavy and irregular bleeding / heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. B76534) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2002, (B)(6) 2006), alcohol use (current some day), tobacco user (current some day ½ ppd.), appendectomy in 1985, cesarean section in 2006, spontaneous abortion in 2006 and uterine dilation and curettage (aspiration curettage following delivery or abortion: preformed by: 2006) in 2005. Previously administered products included for birth control: minastrin on (B)(6) 2014. Concurrent conditions included menses lack of (since (B)(6) 2014.) And retroverted uterus. Concomitant products included anovlar (loestrin) since (B)(6) 2014 and anovlar (minestril) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menstrual cycles, heavy bleeding during menstruation/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe pain during menstruation/dysmenorrhea (cramping)/menstruation pain"), migraine ("migraines/migraines"), headache ("migraines/migraines / headaches/head pain"), alopecia ("hair loss/hair loss"), fatigue ("chronic fatigue / fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and weight decreased ("weight gain/loss: weight loss"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain and cramping when not menstruating/ lower quadrant pain/ severe cramping/lower abdominal pain"), back pain ("severe back pain/back pain"), anaemia ("anemia"), rash papular ("skin rashes and bumps/rashes or skin conditions (type: skin rash)"), contusion ("bruising"), rash pruritic ("itching/rashes or skin conditions (type:itching)"), weight fluctuation ("weight fluctuation/weight gain / loss"), abdominal pain ("abdominal pain/ abdominal pain"), vulvovaginal pain ("vaginal pain / vaginal region pain constant severe"), uterine pain ("uterine pain") and skin disorder ("rashes or skin conditions (bumps)"). The patient was treated with surgery (robotic assisted vaginal total hysterectomy and bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and uterine pain had resolved, the menorrhagia, anaemia, migraine, headache, rash papular, contusion, rash pruritic, alopecia, fatigue, weight fluctuation, weight increased, skin disorder and weight decreased outcome was unknown and the vulvovaginal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, back pain, contusion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash papular, rash pruritic, skin disorder, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: patient forced to undergo one or more surgeries to remove one or more of the essure coils. 4 coils on right 6 coils on left, pelvic pain most likely due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.667 kgs. Hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes on (B)(6) 2014, patient had performed hcg pregnancy test was negative and on (B)(6) 2015, surgical pathology report showed uterus, cervix, bilateral tubes: in formalin is a symmetrically enlarqed uterus with attached cervix and both tubes. There are no ovaries. The specimen weighs 144 grams. It measures 9.0 cm from the as, 7.0 cm from side to side and 6.0 cm in ap diameter. The os was a circle 7.0 mm across. The serosal surfaces are smooth. Each fallopian tube averages 5.0 om and appears grossly normal. The endometrial cavity is of normal size and shape. The endometrial lining is smooth and delicate. As the myometrium is serially sectioned, there are no leiomyomas, however, the myometrium itself, is strikingly enlarged measuring up to 2.8 cm in thickness. A1 cervix; a2 endometrium; a3 thickened endometrium myometrium; a4 thickened myometrium; as gross sections of two fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: pfs received: weight decreased added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.